Manufacturer narrative:
(B)(4). Implant date: unknown day and month in 1988. Report source: australia. (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent initial surgery. Subsequently, the patient was revised for loosening approximately nineteen (19) years later. The unknown stem was removed and replaced. No further event information available at the time of this report.